Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. A CT scan revealed proper device placement. The recipient has resumed use of the device and is doing well. Recipient will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The physician reportedly advised the recipient to cease use of the device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.